Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no. (B)(6). The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no issues were observed. The reported condition was not verified in the retention samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) clearlink IV access valves experienced connections issues. The connection issues were further described as the sets would not connect prior to use. There was no patient involvement. No additional information is available.